Event description:
It was reported that the patient was having constant low flows. The log files were submitted for review and captured low flows on (B)(6) 2024. The patient passed away on (B)(6) 2024 due to multiorgan failure, pneumonia, and possible outflow graft thrombosis. An autopsy was not performed. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The report of suspected outflow graft thrombus could not be confirmed as no images were submitted by the account for review and the device was not returned for evaluation. Review of the submitted log file confirmed low flow hazard events; however, a specific cause for these events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log file contained events from 10dec2023 through 11dec2023. Intermittent low flow hazard events were captured throughout the entirety of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) , rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate ii lvas, including multiple types of organ failure/dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), device thrombosis, and death. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Additionally, this section (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.